Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the cylinders no longer inflating properly. During explant, the physician tested the components and identified that the right cylinder had a hole resulting in a fluid leak. The cylinders and pump were explanted, but the reservoir remained implanted. New cylinders and a pump were implanted. There were no patient complications reported.